Manufacturer narrative:
There was a device malfunction. The root cause for the malfunction could not be determined yet. At the moment it is unclear if the device malfunction reasonably contributed to the reported injury. Further investigations are necessary and more data is required but not yet available.

Event description:
A health care professional (hcp) reported that the doctor rebooted the device twice. Every rebooting was successful, but the device crashed three times during surgery. When the device crashed, the doctor couldn't do anything by display or paddle, and the bss kept flow out during blue tube/handpiece. The patient has anterior chamber broken during surgery, and doctor couldn't use vt function to clean vitreous in anterior chamber. Eventually, the patient was transferred to another hospital and the vision ended up being only 0.2.